Manufacturer narrative:
Device was evaluated. Only the joystick was returned. Joystick was manufactured prior to firmware revision. Joystick was replaced and device functioned as designed. Refer to returned product evaluation report. (B)(4).

Event description:
The customer was driving down a ramp of unknown slope at full speed when the power chair allegedly stopped suddenly. The customer slid out of her seat onto the floor and sustained a fractured leg; she was not wearing the lap belt.

Manufacturer narrative:
Device evaluation is anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The customer was driving down a ramp of unknown slope at full speed when the power chair allegedly stopped suddenly. The customer slid out of her seat onto the floor and sustained a fractured leg; she was not wearing a lap belt.